Event description:
It was reported that the 9800 system was unable to get images prior to case at setup. The 9800 system had to be removed and procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Found loose connector at the camera. Tightened connection and the system was tested and found to be working as intended and put back into service.